Event description:
It was reported that a review of the electrogram (egm) revealed that the patient¿s right atrial (ra) lead exhibited far-field r-wave oversensing. Programming changes were discussed; however, no changes or interventions were reported. There were no patient consequences.